Event description:
It was reported that during a deep brain stimulation (dbs) programming visit, it was observed that the patient had sutures protruding through their skin. Further assessment revealed that the patient had developed pus and an infection on their scalp. The patient underwent a complete system explant procedure, received antibiotics, and was recovering well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension . Upn: m365nm3138550 . Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Product family: dbs-lead fixation. Upn: m365db4600c0 . Model: db-4600-c. Batch: 34785220.